Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During a system check the customer disconnected from the pump, performed a test bolus and another occlusion alarm was received. The customer's blood glucose (bg) level was almost 300mg/dl. During a follow-up, the customer performed a supply change and successfully delivered a correction bolus which decreased their bg level to 210mg/dl.